Event description:
It was reported while using bactec¿ fx, instrument bottom, packaged there were four false negative results. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
Investigation summary: this complaint alleges the bactec fx flagged bottles as negative, however they were later flagged as positive. Bd service followed up with the customer and notified them that this was likely due to a protocol interruption however the cause was unable to be determined. This complaint is unable to be confirmed as an instrument failure as it is unclear how or when the failure occurred. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bactec¿ fx, instrument bottom, packaged there were four false negative results. No adverse impact was reported regarding the patient or user at this time.